Event description:
Caller reported that pump battery depleted rapidly. There was no adverse impact to customer¿s blood glucose level. Cts instructed customer to uninstall and reinstall mobile app and to follow up if battery depletion exceeded 35% per day; customer understood and acknowledged instructions.